Manufacturer narrative:
G4: 09sep2020. B4: 16sep2020. The determination could be made that the device failed to meet specifications. The navigation-ring failure was determined to be due to liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03march2020.

Event description:
The customer reported that the device had experienced navigation ring failure. The is no patient involvement. The device was evaluated by the field service engineer and it was found that the navigation ring response was poor and that the ac power cord was twisted. The field service engineer replaced the front bezel and power cord as a precaution. The device functions as intended.

Manufacturer narrative:
G4:30mar2021 b4:(B)(6)2021 parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.